Event description:
It was reported that at implant, -device can not work properly-. A different pulse generator was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.